Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) battery drawer broken. Lower case broken, ring cover contaminated, and ring bent.

Event description:
The external pulse generator (epg) was returned to the manufacturer for calibration and repair and to replace missing parts. The epg was analyzed and tested out of specification. No patient involvement or complications were reported.